Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured october 5, 2012 - october 8, 2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. No defect was observed during visual inspection and functional leak test. The reported condition was not confirmed. The device was working within specification. Should additional relevant information become available, a supplemental report will be submitted.